Manufacturer narrative:
Upon further evaluation of the device, it was determined that the gear on the device was torn off and broken. It was further determined that the housing had destroyed chips inside and the gear wheels where broken. It was also determined that an additional root cause of wear from normal use and servicing was identified. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the air reamer device seized, jammed and moved heavily. It was further determined that the device failed pretest for general condition, check the trigger function, check safety system, check the hose coupling, check for immediately stop, check function of forward / reverse, check for excessive noise, check for air leak, check power with test stand, min. 190 w(watt) to 260 w(watt) and check the starting behavior a1 2 bar. It was noted in the service order that the device would not turn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.